Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer insulin pump had a button error alarm. The customer¿s blood glucose was 140 mg/dl at the time of incident. Customer¿s spouse stated that the insulin pump. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to blank screen. The customer¿s spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No blank display or button error alarm noted. Device had unresponsive act and down buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test and displacement test due to unresponsive button.